Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 11/27/2018, electrode belt 11/10/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while in an ICU. Per review of the patient's download data, the patient received a total of 5 treatments on the day of passing. At 8:35:38 am, the patinet received the first appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at 35 bpm with pvc's transitions to sinus rhythm at 70-100 bpm. The response buttons were pressed after the first treatment was delivered. The lifevest was shut down while the patient was in sinus tachycardia at 120 bpm. The device was then restarted. At 9:37:51 am, the patient received a second appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 180 bpm, and the post-shock rhythm was vt at 250 bpm. At 9:38:23 am, the patient received a third appropriate treatment. The patient's rhythm at the time of the treatment was vt at 230 bpm and the post-shock rhythm was two sinus beats degrading the vf. At 9:38:55 am, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was one sinus beat degrading the vf with a pause. At 9:39:26 am, the patient received a fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was one sinus beat degrading to vf with CPR and motion artifact. The electrode belt was disconnected at 9:39:26 while the patient's rhythm was vf with CPR and motion artifact. It was reported that the device was removed by the patient's nurse so that a hospital defibrillator could be used. The patient reportedly passed away while not wearing the lifevest.